Event description:
It was reported that during the implant procedure the physician could not get the helix to retract. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Analysis comments revealed: the helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).